Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right ventricle dysfunction cannot be conclusively determined through this investigation. Numerous pulsatility index events were captured throughout the submitted log file data. The submitted log file contained data on (B)(6) 2021 spanning from 10:40:12 to 12:50:56, per the timestamp. No notable alarms were captured. Of note, a total of 220 pulsatility index events were captured throughout the log file. A specific cause for the change in pump parameters cannot be conclusively determined. Pulsatility index (pi) events are examples of routine events and do not appear in the alarm history. Pi is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). The patient remains ongoing on (B)(6) . Additional information regarding the event was requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 07jan2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. Section 4 of this document states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for the patient who has been experiencing frequent pulsatility index (pi) events and has severe right ventricular dysfunction. The log file captured pi events all throughout the log.